Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had "broken" by the connection with the cannula. As a result, the patient had hyperglycemia with a blood glucose result of 479 mg/dl. This occurred with two infusion sets. One of the infusion sets has been discarded. No adverse event was reported. The infusion set was requested to be returned for product evaluation.